Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a fta repair surgery the blue handle of the device deattached from the inserter when pulled. The same thing happened when drilled with 1.35- and 1.6-mm drills. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.